Event description:
It was reported that during a monthly battery check, it was noted that this pacemaker was exhibiting noise on both the atrial and ventricular channels that was oversensed and resulted in pacing inhibition greater than two seconds with no symptoms reported. This patient is pacing dependent. It is planned for this patient to be referred to the electrophysiology service for a device replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a monthly battery check, it was noted that this pacemaker was exhibiting noise on both the atrial and ventricular channels that was oversensed and resulted in pacing inhibition greater than two seconds with no symptoms reported. This patient is pacing dependent. It is planned for this patient to be referred to the electrophysiology service for a device replacement. According to medical records, this device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a monthly battery check, it was noted that this pacemaker was exhibiting noise on both the atrial and ventricular channels that was oversensed and resulted in pacing inhibition greater than two seconds with no symptoms reported. This patient is pacing dependent. It is planned for this patient to be referred to the electrophysiology service for a device replacement. According to medical records, this device has been explanted and replaced. No additional adverse patient effects were reported.